Manufacturer narrative:
The sample was not returned for evaluation at the time of this report. A follow-up report will be submitted with investigation results.

Event description:
The complaint was reported as: the syringe was leaking through the valve.